Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the pain stimulation system was removed due to infection. The indication for therapy was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.